Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected pump.

Event description:
A distributor reported an unknown flow rate issue to zyno medical on (B)(6) 2019. The distributor received an email from the initial reporter on (B)(6) 2019, stating that "on (B)(6) the ladies were giving a first time rituxan which we titrate slowly and monitor patient every 15min for first hour and then every 30 minutes. When the nurse went to check the patient at the point of needing to increase the rate she noticed that the bag with the drug was empty while the flush bag (hanging lower) was very full. After discussion with the provider no more drug was given as the pump stated only 45ml had been delivered. They tried to recreate the issue with two saline bags but were unable to. The pump is in my office currently and not in use." On (B)(6) 2019, the distributor consulted the debug log for the day of (B)(6) 2019 for the affected pump (B)(4). It showed that three infusions of rituxan were made on patient ID (B)(6): from 10:26-11:27am, the volume to be infused (vtbi) was 12ml and the flow rate was 13ml/hr so that the time to be infused (tinf) was 60min; from 11:30-12:01pm, the vtbi was 12ml and the flow rate was 25ml/hr with the tinf of 32min; from 12:03-12:35pm, the vtbi was 19ml and the flow rate was 38ml/hr with tinf of 30min. "After these infusions, the pump had a total volume infused of 45ml. These three infusions were recorded in the pump under the infusion ID#(B)(4).it showed that three infusions of rituxan were made on the patient with the total volume infused of 45ml." On (B)(6) 2019, the distributor called the nurse who was present on that day administering the infusion. "The nurse stated that the pharmacist had put 220ml of medication (88ml of rituxan and 132ml of saline solution) into the secondary bag. She stated there was 235 ml of saline solution in the primary "flush bag" before the rituxan infusion began. (Earlier, the patient had received an infusion of decadron, then 15ml was infused from the 250ml initial amount in the flush bag before the rituxan infusion began). The primary administration set being used was a zyno set model b2-70072 lot #18065107 expiration june 2nd 2021. The secondary administration set being used was a becton dickinson set ref #(B)(4) lot #371147 expiration 9/30/2021. When the nurse came to increase the rate of the infusion for a third time, she found no fluid in the secondary bag and more fluid in the primary bag than the primary bag had started with. The contents of the primary bag were then measured by the pharmacist and were measured to be 350ml, which is 115ml more than the primary bag started with. There is no visible difference between the appearance of the rituxan and of the saline solution. The pharmacist conducted a test in order to recreate the issue with a primary and secondary bag both containing saline solution. They were not able to recreate the issue. During the test, however, both the primary and secondary admin sets that were used were zyno sets." On (B)(6) 2019, the distributor called the initial reporter. "The initial reporter stated that the administration sets had been discarded but she did have the model and lot numbers. She also stated that the amount of saline solution in the primary "flush" bag at the start of the infusion was between 50-100ml less than originally reported, because it had been used already in a different infusion. So the updated reported amount in the primary "flush" bag before the first infusion of rituxan is 135-185ml. This means that after the infusion, the flush bag had between 165- 215 more than it had started with. This might account for the approximately 175ml of rituxan that had been depleted from the secondary bag when it was not supposed to have been (220ml ordered - 45ml infused = 175ml)." There is no patient injury reported in this case. The other devices involved in this event are zyno medical set model b2-70072 lot #18065107 and becton dickinson set ref #(B)(4) lot #371147.

Manufacturer narrative:
Zyno medical received the device evaluation result from the service provider on 03/13/2019. The affected pump was evaluated on 03/08/2019 and was found to have a flow rate deviation of -6.02%, which was outside of the (B)(4) specification. The pump was re-calibrated and tested to meet full specifications on 03/09/2019. In the instructions for use (IFU) of the affected device, it is stated in the warning that "only use zyno medical provided IV sets with the z-800wf infusion pump. There are risks associated with using any IV sets other than zyno medical IV sets with the device. Zyno's warranty for its device will be null and void and zyno will assume no responsibility for any incidents that may occur if the device is not utilized strictly in accordance with its product labeling." The reported adverse event may be due to that the user used a non-zyno medical secondary IV set with the affective device. Besides the user error, another possible reason may be that the pumping mechanism is out of calibration as the affected device is approaching the periodic preventive maintenance (pm) date. The pump periodic pm interval recommended by zyno medical in the IFU is one year. Our company records indicate that the last pm performed for this pump was on 03/21/2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00004).